Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported since last week the controller was "messing up" and would go blank/unresponsive. Pt noted the controller would turn on, but once the ac power supply cord was unplugged from the controller the controller would turn off. Pt noted they performed troubleshooting with their manufacturer re presentative (rep) by removing the battery back for a "minute or 2" and the controller still didn't come on. Patient service specialist (pss) helped the pt perform a reset of the controller and the controller turned on, but there was no green light on the controller when plugged into the outlet. Pt noted there was no green light when the recharger telemetry module (rtm) was plugged into the controller neither. Pss helped the pt inspect the ac power supply plug, the controller port, the controller battery pins, and the li battery pack contacts, but no visible damage was detected. Pt noted their controller was fully charged. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Information was received from a patient and manufacturing representative (rep) regarding the patient who was implanted with a neurostimulator (ins) for pain. Information was reported that the patient called this morning stating that their remote is not able to communicate with their implanted device. This is pt's third handset and antenna. Pt reports speaking to patient services and doing everything they asked and they still were not able to connect. No troubleshooting performed, and the cause is not known. The patient is also experiencing new pain. The patient is scheduled to meet with the rep today at 1pm to turn off ins and interrogate the device to see if rep can determine reason for lack of communication. Additional information was received. It was reported the cause was unknown. The manufacturer representative met with the patient and reset the controller back to the factory settings and set up the controller from scratch. The issue was resolved.